Event description:
It was initially reported by the field clinical specialist (fcs), approximately 4 years, 2 months, 5 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents stenosis. The patient is planned for intervention (thv-in-thv). There is no scheduled procedure date at this time. Additional information was received that the patient underwent a successful valve in valve procedure with a 20mm sapien 3 ultra resilia valve 2 months later.

Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was unable to be confirmed as no medical report was provided. As reported, 'approximately 4 years, 2 months, 5 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents stenosis.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information provided, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 2 months, 5 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents stenosis. The patient is planned for intervention (thv-in-thv). There is no scheduled procedure date at this time.

Manufacturer narrative:
Investigation is still ongoing.